Event description:
It was reported that the patient presented for a scheduled generator replacement. Prior-to the procedure, an interrogation of the device indicated that the right atrial (ra) lead exhibited low pacing impedance and was oversensing noise, resulting in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2024. The patient remained stable during the entire procedure.